Event description:
During aaa repair in 2007, the physician positioned the main body and started pulling it. The physician then deployed the first two stents and then decided to release the top cap. He removed the black trigger wire. Understanding that this was not part of the IFU, the physician changed his mind and finished deploying the body before releasing the top cap. Once he started pulling the sheath again, without the black trigger wire, the main body pulled down - releasing the suprarenal stent and the graft folded over on itself a little bit. At this point they took the molding balloon up to balloon the kinked area (the sheath was up there for awhile during all of this). Once the rest of the case was completed and pulling the main body sheath back the physician then did a retrograde angiogram and noticed a disruption of the iliac. So he deployed an iliac leg graft in the area of the leak (this was done through the main sheath, and then deployed another iliac leg graft to connect the first iliac leg graft to the main body. He then pulled the main body sheath back and outside of the grafts and did another angiogram and saw another iliac leak so deployed another iliac leg graft. The continued pulling the main sheath out and it brought part of the artery with it. At this point he did a retro peritoneal cut down and removed the last iliac leg graft and then sewed in a tube graft to the end of the previous iliac leg graft. Additional information: 2007; we were informed today that the vessel was small and that it may have been too small for the sheath.

Manufacturer narrative:
The zenith flex aaa endovascular graft with the h&l-b one-shot introduction system is indicated for the endovascular treatment of pts with abdominal aortic or aorto-iliac aneurysms having morphology suitable for endovascular repair, including: adequate iliac-femoral access compatible with the required introduction systems, non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15mm, with a diameter measured outer wall to outer wall of no greater than 32mm and no less than 18mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20mm in diameter (measured outer wall to outer wall). Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease, and/or calcification) should be compatible with vascular access techniques and delivery systems of the profile of 14 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. No product was returned to assist in the investigation. An internal clinical review indicated that the event was caused by user error and the inaccurate planning for advancement of the device through the correct size vessel.